Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 21 days after dental implant was installed in intraoral region 24#, its non-osseointegration was observed. Thirty ncm pf primary stability was achieved, the patient presented insufficient bone quality/quanity (bone type ii) and immediate implant was performed. The dentist also reported that the implant was immediately installed in an alveolus with signs of injury/ infection.